Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 1.8 mg/dl. As the result was critically low, the sample was repeated on a second analyzer, resulting in a value of 10.1 mg/dl. The repeat value was deemed correct. The calcium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined the customer had changed a nozzle on the analyzer. A lock collar was not fully seated, causing the nozzle to become loose. The nozzle and lock collar were tightened. Mechanism checks were run and the nozzle adjustments were checked. The customer ran calibration and controls, these recovered within specifications. The investigation determined the service actions resolved the issue.